Event description:
It was reported that the home patient's (hp) cat had chewed through the tubing of an automated peritoneal dialysis set during therapy on a homechoice (hc) device. The technical service representative (tsr) advised the hp to start over with new supplies or finish therapy using manual supplies. The tsr assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set and to not perform dialysis in the same room as pets or animals. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.